Manufacturer narrative:
Citation: sergio a. Vargas, carlos diaz, diego a. Herrera, et al. "Intracranial aneurysms in children: the role of stenting and flow -diversion." J neuroimaging 2016;26:41-45. Doi: 10.1111/jon.12305 the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that this pipeline flow-diverter device implanted in the aca a2 segment had an asymptomatic occlusion with distal collateral filling. No patient complication were reported. There were 5 male patients in this study design; the average age was 11 years (range 6-18 years).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.